Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
A regulatory report was received where a hcp (health care provider) reported a patient that experienced an infusion site infection leading to dka (diabetic ketoacidosis) with subsequent hospitalization. Details regarding symptoms, blood glucose levels or treatment received were not provided. The patient was discharged after 5 days. The patient reported discarding the pod. If additional information is received a supplemental report will be submitted.